Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled tubing with 30 units of insulin while connected at the infusion set site. The customer's blood glucose (bg) level lowered to 56 mg/dl. The customer contacted the nurse, who suggested that the customer call paramedics. The customer drank a soda and the paramedics stayed with customer while bg level increased. Paramedics did not administer any therapy.